Event description:
It was reported that following a percutaneous coronary intervention procedure, stent restenosis occurred. The target lesion was located in the intermediate artery. A promus element drug-eluting stent was implanted in (B)(6) 2012. Two months after, the patient had restenosis. Physician ballooned to open up the blockage. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Event date: (B)(6) 2012. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).